Event description:
On (B)(6) 2025, the patient was seen in clinic with tenderness on the right side of the head. On (B)(6) 2025, the patient reported scabbing and discoloration at the implant site. The patient was seen in neurosurgery clinic on (B)(6) 2025. The decision was made to explant the device at that time. On (B)(6) 2025, the patient had the rns system (neurostimulator and two leads) explanted. The infection has not yet resolved. Treatment of the deep incisional infection included IV antibiotics every two hours of two grams cefepime and vancomycin, for 6 weeks.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.